Manufacturer narrative:
Follow-up # 2 ((B)(4)2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4)2012 and evaluated by product analysis (pa) on (B)(4) 2012, with the following findings: the meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 ((B)(4) 2012)-correction: after further review this malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan from (B)(6) alleging all the results from the onetouch verio pro meter were missing. The patient did not allege any harm or injury because of the reported issue. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement product was sent to the patient. This malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death.